Manufacturer narrative:
(B)(4) follow up. It was reported the cap will not come off and some needles are clogged. As a sample was not returned a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two needle assemblies out of their packaging blisters. The packaging blister top webs show the needles assemblies were taken out by pushing the unit through the top web instead of separating the top web from the bottom web. No other information could be obtained from the photo. The needle clogged defect could occur if particles from the pushing the unit through the packaging blister top web induced the clogging condition. A device history record review was completed for provided material number 305127, lot 3299707. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received. Material#: 305127, batch#: 3299707. It was reported by the customer that I have had so many of these needles lately where the cap won¿t come off and some that are clogged so I won¿t get a flash. Is this something that others have complained about? I find myself tossing so many of these. Let me know your thoughts. Verbatim: I have had so many of these needles lately where the cap won¿t come off and some that are clogged so I won¿t get a flash. Is this something that others have complained about? I find myself tossing so many of these. Let me know your thoughts. Comments 08/05/2024. I have the needles and would be glad to ship them to you - will you send me a package? I started saving the needs that the cap does not come off of - I do not save the needs that don't flash because they are used. How would you like me to send them to you? 1. Date of event: this occurs regularly - several times a week. 2. Not life threatening, just inconvenient that I cannot use needle or that I inject needle and the hub is blocked so does not return a flash. 3. No patient harm - just additional injections but needle is blocked so does not return a flash.

Event description:
Material#: 305127 batch#: 3299707 it was reported by the customer that I have had so many of these needles lately where the cap won¿t come off and some that are clogged so I won¿t get a flash. Is this something that others have complained about? I find myself tossing so many of these. Let me know your thoughts I have had so many of these needles lately where the cap won¿t come off and some that are clogged so I won¿t get a flash. Is this something that others have complained about? I find myself tossing so many of these. Let me know your thoughts 2. Not life threatening, just inconvenient that I cannot use needle or that I inject needle and the hub is blocked so does not return a flash. 3. No patient harm - just additional injections but needle is blocked so does not return a flash.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.